Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 50 mg/dl and 44 mg/dl. Customer had using auto mode was active. The customer treated low blood glucose with food and glucose tablet. Based on customer¿s report customer did not allege over delivery. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. During the vibration portion of the self test, the vibrations did not feel normal as in other units plus the vibrator did not vibrate three times during the 2nd set of supposed vibrations. After further review, did not note any previous moisture presence or corrosion inside the battery compartment or on the battery board underneath it. The boards were then inserted into another known good case and the self test passed. The vibration problem seems to be isolated to the vibrator itself.